Event description:
It was reported patient underwent a left total hip arthroplasty on (B)(6) 1988. Subsequently, patient was revised on (B)(6) 2009 due to poly wear and osteolysis. The femoral and acetabular components were removed and replaced. Patient underwent another revision procedure on (B)(6) 2014 due to osteolysis and synovitis.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent hip arthroplasty on an unknown date in 1988. Patient was revised on (B)(6) 2009. Subsequently, patient was revised again on (B)(6) 2014 after allegedly identifying osteolysis through x-rays.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states the following, "material sensitivity reactions" and "it has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." This report is 1 of 2 mdrs filed for the same event (reference 1825034-2014-01289 and 1825034-2014-01376).